Event description:
The customer was running vitamin b12 (vb12) and brain natriuretic peptide (bnp) tests on an advia centaur xp with the centralink data manager and realized the instrument ran the tests on a different patient name. The initial results were not reported to the physician(s). The samples were rerun on the same instrument and corrected reports were sent to the physicians. There are no known reports of patient interventions or adverse health consequences due to the vb 12 and bnp test results.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the problem was due to the customer re-using sample identification (sid's) on the centralink data manager without purging previous old accession numbers. There were no problems identified with the advia centaur xp instrument. The fse determined that the customer re-uses accession numbers and had been properly instructed on how to purge old accession numbers from their centralink data manager. The instrument is performing within specifications. Further evaluation of the device is not required.